Event description:
Additional information received reported that the patient tried to recharge it again and it was okay.

Event description:
It was reported that manufacturer representative was trying to charge the implantable neurostimulator (ins) in the box prior to implant but was only seeing 6 coupling boxes. They normally saw 8 coupling boxes and tried recharging another ins and got 8 coupling boxes. The ins that only got 6 coupling boxes was decided to not be implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the battery seemed to be okay. It reportedly got 8 bars at the time of this report.